Event description:
The procedure and pt sex: unk. According to the reporter: the device would not un-articulate and it was difficult to remove from trocar. The distal end of the shaft was torn. The device was not used for the rest of the case and no report of pt injury was done. The surgery time was not extended significantly.